Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that intermittent occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. It was also reported that the insulin gauge was inaccurate and static. Customer re-loaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.